Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, a fluid loss alarm of 3 cc's per minute was received approximately 8 minutes into the procedure. The physician noticed a burn on the cervix and decided to proceed to cool down and abort the procedure. The physician did not classify the burn, however, the physician reported it was only internal, a blister, and was treated with silvadene cream. A tenaculum and tenaculum stabilizer were used in the procedure, as well as a vaginal speculum. The patient was dilated to 8 mm, and was under general anesthesia. The patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.